Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
It was reported by service report that the side rail had malfunctioned and the IV had malfunctioned.

Event description:
It was reported by service report that the side rail had malfunctioned and the IV had malfunctioned.

Manufacturer narrative:
Previously, it was reported that the side rail had malfunctioned and the IV had malfunctioned. Upon completion of the manufacturer's investigation, it was determined that the side rail could not latch in the upright position due to a damaged spring spacer, damaged latching spindle bracket weld, and pivot block being loose and popping out of the litter frame on the right latching spindle. There was no reported malfunction of the IV pole; however, it was reported that the IV pole hole plug was missing. This is a cosmetic component that has no impact on functionality.